Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a breast oncology case, one surgeon reported slight bruising/thermal injury around the surgical area. When the reconstruction surgeon took over the case, the bruising/thermal injury increased in size, to about 10cm. Neither surgeon reported issues with the plasmablade device during the surgery. No interventions were needed for the patient during surgery or post-operatively.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the surgeon switched from using a bovie to the plasmablade¿ as part of a trial. Towards the end of the mastectomy, the surgeon noticed some slight bruising/thermal injury on the patient¿s skin flap. The reconstructive surgeon then took over the case and they noticed major bruising/thermal injury while reconstructing and completing the case. Analysis conclusion: the reported issue was not confirmed. The device and the complaint lab generator function as expected with no failures and met the product specification requirements for electrical continuity and for pull force testing. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, one surgeon reported slight bruising/thermal injury around the surgical area. When the reconstruction surgeon took over the case, the bruising/thermal injury increased in size, to about 10cm. Neither surgeon reported issues with the plasmablade device during the surgery. No interventions were needed for the patient during surgery or post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.